Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was a pressure discomfort in patient's back and legs when the spinal cord stimulator (scs) was on. The discomfort subsided when patient turned off scs. Patient reported the stim had been less effective in helping with her pain. Patient stated she noticed the change and discomfort about 6 months ago. Cause was undetermined. Patient was seen on (B)(6) 2019 at hcps and attempted reprogramming. Patient to be scheduled for paddle revision and replacement of the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had the full scs system replaced.